Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when retracting a 6-12f mynx control venous vascular closure device (vcd), a foreign substance was found exiting the tract. It was said to not appear to be the mynx sealant, as it was not gelatinous like the peg is when hydrated. The substance was removed, and hemostasis was achieved successfully. There was no reported patient injury. The device was successfully deployed following an a-fib ablation procedure. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, when retracting a 6-12f mynx control venous vascular closure device (vcd), a foreign substance was found exiting the tract. It was said to not appear to be the mynx sealant, as it was not gelatinous like the polyethylene glycol (peg) is when hydrated. The substance was removed, and hemostasis was achieved successfully. There was no reported patient injury. The device was successfully deployed following an a-fib ablation procedure. Additional information was requested but not provided. The device and material were not returned for analysis. However, three photos were provided for review. The graphic material shows particles that appear to have visual characteristics consistent with sealant; however, this cannot be conclusively determined based on image review alone. No additional details or distinguishing features were observable in the images provided. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿mynx control system-foreign material-venous/unknown¿ was not observed through analysis of the images received as the material appears to be the sealant and testing of the material could not be conducted. The exact cause of the issue experienced could not be determined. Based on the information available for review and picture analysis, the material noted was likely the sealant. However, without return of the material, the substance noted could not be conclusively determined. As warn in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, nor the information available for review suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.